Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective marking as all samples met specification's. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate blood collection tubes had no label or missing label information or illegible this event occurred 45 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes; defective marking ×45."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate blood collection tubes had no label or missing label information or illegible this event occurred 45 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes; defective marking ×45."